Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently admitted to the intensive care unit (ICU) with blood glucose (bg) levels ranging from 479 mg/dl to a reading of "high" on continuous glucose monitor. Customer was treated with intravenous fluids of saline and insulin drip to address the elevated bg. It was reported that an unspecified malfunction alarm occurred. At the time of the report, the customer had not been released from the ER. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.